Manufacturer narrative:
Based on the claim against the product by the customer noting the picture was upside down, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have bearing friction issue. Endoscope image quality may be deficient. The complaint regarding upside down image was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the endoscope picture was upside down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with site and obtained the following additional information: the robotic coordinator explained the ports were placed and the image was upside down.

Manufacturer narrative:
Based on the claim against the product by the customer noting picture was upside down, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has received the endoscope involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope image was upside down. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.